Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. It was found melted insulation ~ 7.4 cm from terminal pin. Dislodgment allegation was not confirmed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. This lead was successfully replaced. No adverse patient effects.

Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. This lead was successfully replaced. No adverse patient effects.